Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-08233. It was reported that the patient presented remotely via merlin.net. Review of the transmissions revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited non-sustained right ventricular oversensing alerts due to noise. No intervention was performed. The patient¿s condition was stable and will continue to be monitored.